Manufacturer narrative:
Two leads of the same lot were returned for analysis. Lead 1: analysis found the body of the conductor was broken due to over-stress damage. Lead 2: analysis found the distal end of the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis of product ID: 3389, sn unknown. Analysis found the conductors to be broken due to over-stress damage. The main component of the system and other applicable components are : product ID: 3389-40, lot# va155a7, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3389-40, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: 3708640, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. Product ID: 3708640, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional via the manufacturer representative reported that the model, serial number, and implant date of the ins and serial/lot number of the lead were not known. It was unknown if the cause of the lead break was determined and if the patient experienced any falls or traumas.

Manufacturer narrative:
(B)(4). The main component of the system and other applicable components are: product ID 3389-40, lot# va155a7, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient experienced a loss of stimulation. X-rays were done and the lead was found to be partly broken just above the connection to the extension. The cause of the broken lead was not determined. When the patient moved their head, they felt mild electrical shocks. Impedances were measured to be high, but when the patient moved their head the impedances suddenly dropped. No mechanical issues were reported. The patient was alive with injury. The injury was noted as the continuous mild electrical shocks in the area of the neck. A revision to explant and replace the lead was planned for (B)(6) 2017. The issue was not resolved. No further patient complications were anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-40, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient experienced a loss of stimulation. X-rays were done and the lead was found to be partly broken. Impedances were measured to be high and the impedances jumped up and down when the patient turned their head. No mechanical issues were reported. The patient was alive with injury. The injury was noted the loss of stimulation. A revision to explant and replace the lead was planned for (B)(6) 2017. The issue was not resolved. No further patient complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the revision would be performed on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-40, lot# va155a7, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3708640, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. Product ID: 3708640, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the implantable neurostimulator (ins) was turned off when interrogated on (B)(6) 2017. The ins battery was okay and at 2.93 v. The ins was programmed to c+, 1- at 0.4 v, 60 usec, and 130 hz on the left side and c+, 10- at 0.5 v, 60 usec, and 130 hz on the right side. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
Other applicable components are: product ID: 3389-40, lot# va155a7, implanted: (B)(6) 2017, explanted: (B)(6) 2017,product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2016, explanted :(B)(6) 2017, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the revision was done on (B)(6) 2017. No troubleshooting was done during the revision. The leads were replaced and the issue was resolved.

Manufacturer narrative:
Concomitant products: product ID: 3389-40, lot# va155a7, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. Product ID :3389-40, lot# va155a7, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that they decided to remove the implantable neurostimulator (ins) and extensions to avoid infection. There were no device or therapy issues related to the ins or extensions.